Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2025. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
The lv lead was turned off on (B)(6) 2025. The pacing impedance has trended >3000 ohms since (B)(6) 2024. Non-capture was seen no matter the pacing vector selected. Noise was also observed on the lead as seen on the hmsc. Lead remains implanted.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.